Event description:
Edwards received additional information that during implant, all of the sutures tore out during implant, causing the valve to fall down into the ventricle.

Manufacturer narrative:
Device evaluation: the x-ray demonstrated wireform distortion around the valve. The frame was also severely distorted and commissure 2 was bent. What appeared to be blood was seen on the leaflets, no visual damages were observed on the leaflets. Suture holes were visible near two of the three black stitch markings on the sewing ring. Customer report of explant due to valve embolization into ventricle could not be confirmed through visual observations. Report of valve destroyed during manipulation was confirmed. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, it was reported that the patient annulus was very, very fragile, and all the sutures torn and this was the cause of the valve embolization. After valve embolization the patient suffered lung edema and was placed on ECMO. There was no allegation of device malfunction. Patient and procedural factors were the likely cause of the reported event. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the device was returned to edwards for evaluation but has not yet begun. The device was returned to edwards for evaluation. A supplemental MDR will be submitted upon completion of the evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of an aborted attempt to implant a 23mm valve due to valve embolization into ventricle. As reported, the valve felt down into the ventricle and was arrested in the anterior sail of mitral valve. It was noted that there was calcification around the annulus and the annulus structure was like "glass, very slippery " . All the sutures torn out the annulus. It was also reported that the 21mm sizer was too small and that the 23mm sizer was fine but it was hard to get the 23mm valve in. After valve embolization the patient suffered lung edema. The valve was removed and was destroyed during this manipulation. The operation took very long due to this issue. A 23mm aortic pericardial valve was implanted in replacement. The patient was noted as to be in critical condition, under ECMO.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that there was calcification around the annulus and the annulus structures were like "glass, very slippery." It was also reported that the patient¿s annular tissue was very fragile. The patient was noted as to be in critical condition, under ECMO, and died after 40 days. The surgeon was retrained due to the aortic valve migration event. As per medical opinion the event was related with the patient conditions, huge calcified annulus leading to valve the valve migration and all the subsequent problems. The doctor also confirmed that there was nothing wrong with the valve or any surgical problem itself.